Event description:
It was reported that a patient underwent a beating heart procedure on an unknown date and suture was used. The needle separated from the suture spontaneously on two occasions in the same patient. This is a complex situation. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: * please clarify what do you mean by "this is a complex situation"? Complex situation as the patient has to remain on bypass machines for longer due to needle and suture separating. * could you please clarify if the patient suffer from any sing or consequence due the issue? No consequences suffered by patient. The following information was requested, but unavailable: * what is the lot number? Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. * please indicate extra time in minutes of patient to remain on bypass machine due to needle and suture separating. Event related to mw # 2210968-2022-09430. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.